Event description:
Failure to capture, dropping impedance on the right ventricular lead consistent with possible insulation breakup or lead failure. The ventricular lead was removed due to elevated impedance suggestive of insulation break.